Event description:
It was reported that during a laparoscopic cholecystectomy the first device used fired 2 clips and then jammed, the jammed clip was removed and three more clips were fired however the clips fell off the vessels and the distal tip closure appeared incomplete. A second device was opended and the clips also appeared to have incomplete closure at the distal tip. There was no patient consequence.